Event description:
A malfunction was reported on the customer's pump, with no notable events occurring before the issue. Information regarding blood glucose impact was not provided. Technical support decided to replace the pump, as similar malfunctions had been reported multiple times. The customer was advised to use multiple daily injections (mdi) as a backup therapy. The customer was informed that they would receive a replacement pump with updated software, and instructions were provided for returning the faulty pump to avoid additional charges. The customer understood all instructions, including those for programming their new pump and connecting their continuous glucose monitor (cgm).